Manufacturer narrative:
Manufacturer's investigation conclusion: the report of suspected pump thrombosis could not be confirmed through this evaluation as the pump remains in use. Additionally, a direct relationship between the device and the reported hemolysis markers and acute kidney injury could not be conclusively determined through this evaluation. The patient remains ongoing on vad support with no further related issues reported. The heartmate 3 lvas IFU lists pump thrombosis, hemolysis, and renal failure as adverse events that may be associated with the use of the device and provides information regarding the recommended anticoagulation therapy and inr range. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device- 4 years, 8 months. The patient remains ongoing with the device. No further information was provided. A final report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a heartmate 3 left ventricular assist device (lvad) on (B)(6) 2014. It was reported the patient presented from clinic asymptomatic with deranged hemolysis markers concerning for pump thrombus. Patient was admitted (B)(6) 2019 to cardiac arrhythmia and heart failure (cahf) for assessment. Full blood tests taken including ldh, plasma free hemoglobin, haptoglobin, xa level and coags. Daily blood tests were monitored throughout admission. Patient started on IV heparin drip, no bolus. Vad log files were taken and forwarded to cardiology, no concerns reported. Nephrotoxins held. Patient was reported as recovered and discharged on (B)(6) 2019. Event was reported as resolved. No additional information was provided.